Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: several cs-052/054 'call service alarms', which can be mistaken for the type of power issue that was reported due to the presence of a blank display and unresponsive pump, were observed in the black box data. The battery compartment was observed to be cracked in the area below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump case was removed, and evidence of moisture ingress was found on internal components. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.